Event description:
It was reported that the 9800 system had a filament regulator error during a case. The procedure was completed without further incident. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube was replaced during the service call. The system was tested and found to be working as intended, and put back into service.